Manufacturer narrative:
Zimmer biomet complaint 0001032347-2018-00183. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a sternalock 360 patient was brought back for a sternal revision procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional testing or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. No additional details were provided in regards to the revision and its cause. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) # (B)(4).